Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on august 03, 2021 with lot number 2655781. Visual analysis of the returned device identified: opening, wear abrasion, crease fold and yellow particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified crease smooth opening on anterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed to a fold flaw opening"

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.